Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a split in the I-beam tubing at pinch valve pv37. The fse replaced the tubing resolving the leak. Identification of failure mode: failure mode is related to a split in the tubing through pinch valve pv37. No erroneous results were generated. The failure mode identified for the leak is likely to cause erroneous results for all parameters due to insufficient backwash of the probe leading to carryover in manual mode, depending on the severity of the leak. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The customer reported that approximately 10 mls of blue fluid from an unknown source had leaked around the main diluter panel of the instrument. The leak was not contained. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.